Manufacturer narrative:
Visual inspection: laser marking wear was throughout the main body. Functional inspection: deformation was noticed on the proximal end of the handle opening for the inner shaft. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that the instrument was functional before and during the surgery. The jamming issue was only observed after the cleaning/sterilization process. Proper cleaning and sterilization guidelines can be found in the cascadia tl surgical technique guide for reusable instruments. Since the issue was observed during the cleaning/sterilization process, the cause of the failure mode was determined to be user - customer error.

Event description:
It was reported by the distributor that the inner shaft was unable to be inserted into the handle as the there was a slight bend on the handle itself. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
It was reported by the distributor that the inner shaft was unable to be inserted into the handle as the there was a slight bend on the handle itself. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.